Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device had no telemetry or output due to normal end of life.

Event description:
A patient with an implantable neurostimulator (ins) reported that their device had "quit working" after a neck surgery and they experienced a loss of stimulation and therapy. The patient tried to sync with the ins, but was unable to. The caller alleged that the recent surgery exposed the patient to emi. The patient had seen their healthcare provider (hcp) that morning and was instructed to call the manufacturer to "page a rep." It was reviewed that manufacturer's representative (rep) appointments must be made through the patient's hcp. The patient also reported that they seem to be going through batteries on the patient programmer more frequently than usual. Patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.